Manufacturer narrative:
The customer was unable to duplicate the reported problem. The iabp functioned normally and was returned to the service. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp blood pressure reading went blank on the screen. The patient was switched to another iabp and therapy was continued. No patient injury was reported.